Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly patient experienced multiple incidents of power loss and the pump rebooted itself. Patient reported that there was no damage to the battery compartment or the battery cap and the patient was able to tighten the cap properly. Review of alarm history showed one replace battery alert on the day of the call and the patient confirmed that the alarm occurred before the pump started rebooting itself. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.